Event description:
Health care professional (hcp) reported a patient (pt) receiving hemodialysis treatment on the baxter sps 1550 device complained of weakness and experienced low blood pressures (unknown readings) during treatment. Upon completion of the treatment, hcp weighed the pt and found that more ultrafiltrate was removed than the programmed amount. Hcp reported the device was programmed to remove 2 kg and pt's weight indicated that 4.4 kg had been removed. The physician was notified and hcp administered normal saline (dose and route unknown). Pt was stabilized and discharged to go home. It was reported that the device alarmed throughout the treatment with low transmembrane pressure alarms.